Event description:
The customer reported experiencing unexplained high blood glucose for several hours. Troubleshooting was performed. The customer's most recent glucose reading was 483mg/dl, and she has treated with the insulin pump and manual injections. The customer stated that she changed the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. Reviewed the bolus wizard and found that the customer delivered over 95.0 units of insulin in a period of six hours, including a manual injection of 15.0 units, and her glucose level started to come down. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin passed the basic occlusion test. However, the device was not able to prime due to a loose drive support disk. Further testing could not be performed due to the prime anomaly.